Event description:
The customer reported that his evis exera iii xenon light source was not displaying an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report was confirmed. The subject device was not providing an image due to a defective socket. Additionally, corrosion and rust were noted on the front shield as well as the capacitor. The unit was also equipped with a non-olympus lamp that had over 500+ hours logged, this lamp requires replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to h4, h6 and h10. Correction to the initial report: g2 selected ¿consumer¿; however, this device is not used by a consumer and it was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a scope connector failure. Additionally, it¿s likely the fluid traces around the socket were due to a socket failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.